Manufacturer narrative:
(B)(4). Batch # m53m63. Additional information was requested and the following was obtained: how did the device misfire? Device de-articulated during a fire. On which firing did this event occur (1st, 2nd, 12th, etc.)? 2nd or 3rd fire. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Yes it delivered staples and there was a small section that did not form correctly where we did have additional bleeding. The staple line was complete did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes the device cut and completely. There were no visible differences in the cut in comparison to other cut lines. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd or 3rd. What color cartridge was being used? Blue. Was buttressing material being used during this firing or any other firings in the case? No. Was there any patient consequence as a result of the event? No. The analysis found that one plee60a device was returned in good visual condition, bailout door removed and with no cartridge loaded on the device. The bailoout door was installed and the device was tested for functionality in the left, right and straight articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device maintained its articulated positions during functional testing. No malformed staples were noted during functional testing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when the surgeon went to fire the device, it de-articulated and misfired. It is unknown what color reload was being used at the time. It is unknown if buttressing was being used in the case. Case completed with another device of the same product code. There were no patient consequences reported.